Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; details and nature of event were not provided. Reportedly, the customer alleged that the pump was not delivering as intended; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed.